Manufacturer narrative:
Additional initial reporter: chen goa (perfusion). The device was not returned and could not be evaluated. It will not be returned for investigation. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record ID #: (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the customer had difficulty calibrating while the patient was coming off bypass. While on the phone with the getinge representative, the console calibrated and the issue resolved. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #: (B)(4).

Event description:
N/a.